Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Add'l recall #: 1627487-05242011-002-r.

Event description:
It was reported, the pt is no longer receiving stimulation. She reports her ipg turned off by itself suddenly. It was also reported around the same time, she was unable to charge because, the charger wouldn't turn on, she thought, the charger was working incorrectly, because no lights were observed. During the call, it was discovered she was not disconnecting the charger box from the wall. After the charger was disconnected from the wall, it turned on normally. The last time she charged her ipg was 4 months ago and she did not have any problems communicating. The pt could not locate the ipg despite adding and decreasing space. The pt stated that her weight has fluctuated in the last 2 months, and she felt the ipg had turned sideways. The pt will meet with her local sjm rep and physician to discuss ipg replacement.